Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Initially the customer reported that system alerted her but the transmitter did not vibrate. To clarify her comment, the distributor followed up with the customer at which time the customer reported that the transmitter vibrated correctly. No malfunction had occurred and no further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an instance where a patient using the eversense cgm system went through a hyperglycemia event and reported that the eversense cgm transmitter did not provide a vibration with the high glucose alert (displayed in the app). The patient was not able to provide the exact date, time or the specific sensor glucose values associated with the hyperglycemia event. She treated herself with an insulin bolus.